Manufacturer narrative:
It was reported the patient "in the recent two months" experienced three peritoneal inflammations repeatedly. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three events ("repeatedly") of peritoneal inflammations. The cause was unknown. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified drug injection and unspecified medicine. At the time of this report, the patient has not recovered from the events. Pd therapy was ongoing during treatment. No additional information was provided because the reporter declined follow up.